Event description:
It was reported that the patient underwent a face lift in 2002 and was discharged to home. An infection was diagnosed and the patient underwent 10 days of oral antibiotic treatment.